Event description:
It was reported that this pacemaker previously exhibited an alert for high out of range pace impedances on the right atrial (ra) lead. At this time, the products remains in service. The ra lead is another manufacturer's product. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as coding was updated.